Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by correction bolus via the pump and correction injections via manual insulin therapy. No third party assistance was required. Reportedly, the customer continued to use the pump for insulin therapy.